Manufacturer narrative:
It was reported that a patient underwent an atrial flutter (afl) procedure with a qdot micro catheter. It was reported that there was a catheter sensor error (code 105 or 106) displayed on the carto 3 system when the catheter was inserted into the patient. The catheter was displayed on the carto 3 system as upside down. The catheter was pulled from the patient and inspected. A loose electrode was discovered on the catheter. The electrode caught on the sheath as the catheter was being pulled out of the sheath. They replaced the catheter and the issues were resolved. There were no patient consequences reported. Additional information was received. The damage resulted in wires being exposed. There was an electrode that was out of place when it was pulled out. There was an electrode that was lifted. The electrode caught on the sheath as the catheter was being removed. The caller did not have a photo but it was at the distal end of the catheter. The device evaluation was completed on 14-sep-2023. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and magnetic sensor functionality test of the returned device were following bwi procedures. Customer reported that a loose electrode was discovered on the catheter; however, during a visual analysis on the lab, no damage or anomalies on the device tip were observed. The damaged electrode could not be found despite a detailed microscope inspection. Magnetic sensor functionality test was performed and the device was recognized and visualized on the system; however, error 106 appeared due to an internal printed circuit board (pcb) issue. Error 106 could be related to the magnetic issue reported by the customer. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The magnetic issues reported by the customer were confirmed. The instructions for use contain (IFU) the following recommendations: the magnetic sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: no device problem found (c19)/ investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿electrode¿ issue. Investigation findings: incompatible component/ accessory (c0402) / investigation conclusions: cause traced to component failure (d02) / component code: circuit board (g02005) were selected as related to the customer¿s reported ¿catheter sensor error¿s¿ and the ¿visualization issue¿ and biosense webster inc. Analysis finding of the ¿printed circuit board (pcb)¿ issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with a qdot micro catheter and a loose lifted electrode with wires exposed issue occurred. It was reported that there was a catheter sensor error (code 105 or 106) displayed on the carto 3 system when the catheter was inserted into the patient. The catheter was displayed on the carto 3 system as upside down. The catheter was pulled from the patient and inspected. A loose electrode was discovered on the catheter. The electrode caught on the sheath as the catheter was being pulled out of the sheath. They replaced the catheter and the issues were resolved. There were no patient consequences reported. Additional information was received. The damage resulted in wires being exposed. There was an electrode that was out of place when it was pulled out. There was an electrode that was lifted. The electrode caught on the sheath as the catheter was being removed. The caller did not have a photo but it was at the distal end of the catheter. The catheter was not pre-shaped. Vizigo 8.5 fr sheath was used. The catheter sensor error issue and the visualization issue were assessed as non MDR reportable. The user will have to replace the catheter. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The loose lifted electrode with wires exposed was assessed as MDR reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 07-sep-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).